Event description:
Bd insyte autoguard winged 18g IV cath "dull", does not penetrate well, requiring more force causing hematoma at insertion site. The extra force causing a hematoma at the injection site. Two separate angiocaths attempted with same result. #1 lot 3192241. #2 lot 4127717.